Event description:
It was reported that decreased impedance, r-wave values, and increased capture thresholds were observed. The physician will monitor the pace/sense portion of the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.